Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure the grippers would not fully cycle. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A new mitraclip was advanced and implanted successfully, then the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.